Event description:
Information received by medtronic indicated that the insulin pump had broken force sensor was detected during seating or regular delivery alarm. Customer stated that they received open book image and critical pump error alarm. Customer stated that they were unable to clear the alarms and time clock was not advancing. Customer stated they were swimming with the insulin pump and had frozen display. Customer stated that there was no responsive from any button and they received calibration not accepted and change sensor alerts. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in a2 and a3 sections.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged sensor anomaly, time/clock anomaly, keypad anomaly, frozen screen, critical pump error (open book image) alarm, insulin pump error alarm and exposure to moisture found on june 23, 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to verify insulin pump error alarm, sensor anomaly, time/clock anomaly, keypad anomaly, frozen screen, and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board and force sensor. No corrosion or moisture damage found on the motor or vibrator assembly noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board case, internal battery and motor. Powered the insulin pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error (open book image) alarm noted. Critical pump error (open book image) alarm was confirmed due to corrosion on the electrical board. The test p-cap and reservoir locked properly into reservoir compartment. However, a partially broken retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a serial number label fading and a broken belt clip rails. A partially broken retainer was confirmed. Unable to verify insulin pump error alarm, sensor anomaly, time/clock anomaly, keypad anomaly and frozen screen due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed. Unable to download history files and traces using thus were confirmed. Critical pump error (open book image) alarm and unable to download history files and traces using thus due to corrosion on the electrical board. During visual inspection, corrosion was also found on the electrical board and force sensor. Insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.